Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and the device operated within specification. Clear passage and pressure testing were performed and there was blockage in the check valve. The reported condition was verified. The cause of the blockage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown tubing set would not flow. During an initial intravenous (IV) set up, the line primed without difficulty; however, when connected to an 18g IV the solution would not flow. There was no patient injury or medical intervention associated with this event. No additional information is available.